Manufacturer narrative:
H6 investigation conclusion: initial report inadvertently used d1501 instead of d15.

Event description:
Additional information received. It was later reported by the provider that the patient was experiencing pain, at the neck and chest sites. The cause of was the was noted to be due to surgery. The explanted device was noted to have been discarded and will not be returned to the manufacturer. No other relevant information has been received to date.

Event description:
It was reported that the patient had their generator and lead replaced. It was then reported that the patient had a full revision due to pain from device. No other relevant information has been received to date.